Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event was not confirmed during the evaluation of the returned system monitor, (B)(6). The system monitor was evaluated on 30 mar 2020. The returned system monitor was tested and the reported issue was not reproduced. The system monitor functioned as intended. However, during visual inspection, a damaged data card ejection button was noticed. Due to the ejection button damage, the system monitor¿s main pcba (printed circuit board assembly) was replaced. After the main pcba replacement, the monitor was tested the per system monitor service procedure where the system monitor performed without any issues, and passed all required tests. The repaired monitor was forwarded to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii system monitor serial number (B)(6) was shipped to the customer on 21dec2010. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4 (lot number): corrected. Section d4 (UDI number): corrected. Manufacturer's investigation conclusion: the reported event ¿where the pump speed ramped up unintentionally up to 8000 rpm while the physician was adjusting the fixed speed on the monitor screen¿ was not confirmed during the evaluation of the returned system monitor (B)(6). The system monitor (B)(6) was sent for evaluated to the edc service center under wo 71967 on march 30, 2020. The returned system monitor (B)(6) was tested and the reported issue was not reproduced. The system monitor vsm-3099 functioned as intended. However, during visual inspection, the tech service staff revealed a damaged ejection button for the data card. Due to the ejection button damage, the system monitor¿s main pcba was replaced. After the main pcba replacement, the monitor was tested the per system monitor service procedure where the system monitor performed without any issues, and passed all required tests. The repaired monitor (B)(6) was forwarded to the rental pool. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii system monitor serial number (B)(6) was shipped to the customer on 21dec2010. Hmii power module IFU revision b. Setting up the system monitor, if the screen does not function properly, contact the company's technical service department for assistance. Hmiii patient handbook revision b, section 1 cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the physician was trying to increase the fixed speed on the system monitor by 200 rpm, the speed increased unintentionally to 8000 rpm. The speed increase was visible in the log file. This caused a low flow situation. The system monitor was reset, and then seemed to function well. The monitor was exchanged. No further information was provided.